Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an iliac stenting procedure, deployment difficulties were encountered. The eccentric 65% stenotic lesion was located in the mid segment of the non-calcified and tortuous right iliac artery. The 6f wallstent endoprosthesis with unistep plus delivery system was introduced using an 8f unspecified guide catheter and an unspecified .035 guide wire, however, the stent only partially deployed to the vessel wall ("deploy about 80%".) The physician noted that "the stent and the delivery system were very tight, cannot deploy." The partially deployed stent was retrieved and the procedure was competed with another 6f wallstent endoprosthesis with unistep plus delivery system successfully implanted. No patient injury or complications were reported. The patient's condition was reported as "stable."